Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was not verified during evaluation.the device was put through to extensive testing including bench testing and ECG stress testing without duplicating the report. The defib receptacle was replaced and a new multifunction cable was sent to the customer to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.